Manufacturer narrative:
A sample product was not returned. The lens remains implanted. Complaint history and product history records were not able to be reviewed as product identification information was not provided. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) implantation, it was possible that the lens would be exchanged. In a follow up the reporter indicated that the lens was repositioned instead. Additional information was requested.